Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had 4 consecutive pods that failed to communicate at activation which led to high blood glucose levels (bg). The patient reports these were their last pods and they visited the hospital. The patient did not provide any additional details regarding bg levels, length of stay at the hospital or treatment provided. Multiple outreach attempts were made to gather that information but were unsuccessful. If additional information is provided, a follow up report will be submitted.